Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The patient had been on warfarin prior to the procedure and no pericardial effusion was noted pre-procedure. The echocardiogram was challenging to get accurate measurements, but they recorded the following measurements: 0 degrees - 26mm diameter, 32mm depth; 45 degrees - 24mm diameter, 33mm length; 90 degrees - 24mm diameter, 33mm depth; 135 degrees - 25mm diameter, no usable depth recorded. A 33mm watchman ® laa closure device & delivery system was chosen and the closure device was successfully implanted. The watchman ® access system was deep seated in order to accommodate the depth needed to deploy a 33mm closure device. But all care was taken not to go too deep. The patient had been discharged from the hospital and was put back on warfarin. Four days post procedure, the patient presented to the hospital with chest pain. Warfarin was stopped for one dose. It was discovered a pericardial effusion occurred. The patient was admitted and closely monitored. The patient remained in the hospital, however there is no fluid now in the pericardium or any apparent protrusion of the closure device. The patient was expected to be discharged four or five days after re-admission.